Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ edema: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ brown particles observed in the surface of the shell.

Event description:
Patient reported, left-side rupture, discomfort, "occasional pain at rest, pain progresses", swelling, breast hard, and "painful on pressure." An ultrasound showed left side implant with "leakage". Treatment prescribed as dalecin c. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Visibility/palpability : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture of the left implant.

Event description:
Patient reported, left-side rupture, discomfort, "occasional pain at rest, pain progresses", swelling, breast hard, and "painful on pressure." An ultrasound showed left side implant with "leakage". Treatment prescribed as dalecin c. Device remains implanted.